Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1616c124ee, serial/lot #: (B)(6), ubd: 23-oct-2027, UDI#: (B)(4). Product ID: etlw1620c124ee, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an aaa. It was reported that post the index procedure the patient had oozing from the venous access site . A pressure bandage was applied. Three days post the procedure the patient was noted to have ecchymosis of the left femoral puncture site. Medication was required and the patient was given a heparin ointment as treatment. The site assessed the oozing event as having a causal relationship to the index procedure and not related to the device or an underlying condition and/or disease. The ecchymosis was assessed by the site as having a causal relationship to the procedure and possibly related to the device, not related to an underlying condition and/or disease. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Additional information received : it was reported that the right groin was sutured one day after the index procedure . Despite re-suturing, further cutaneous bleeding occurred three days later . A pressure bandage with a sandbag was applied, and the bleeding stopped the following day . The groin was noted to be dry one day later.. A follow-up examination conducted approximately one month post-op confirmed normal wound conditions. The ecchymosis was no longer detectable and was noted as resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: the site has updated the assessment of the ecchymosis at the left femoral access site as not related to the study device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: additional details received for device model etlw1620c124ee: brand name: stent graft etlw1620c124ee endur ii limb, serial#: (B)(6), implant date (B)(6) 2025 b5; additional information received: it was reported that patient is recovering from ecchymosis of the left femoral puncture site. The venous access size oozing resolved approx. One month post index procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.